Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the pump was returned with no evidence of physical damage to the battery compartment. The alleged issue could not be duplicated.

Manufacturer narrative:
The reporter contacted animas on 03/22/2016 with the following additional information: the reporter stated that pump therapy was discontinued on (B)(6) 2015 while the patient waited for a replacement pump due to the casing issue. While waiting for the replacement pump, the patient used insulin injections via syringes and pens. On (B)(6) 2015, while still on the alternate therapy, the patient experienced blood glucose values consistently over 200 mg/dl, often in the range of 350 to 400 mg/dl, and vomiting. Following replacement of the pump, the patient continued insulin pump therapy. This information is being reported based on the allegation that the patient experienced hyperglycemia while on an alternate insulin regimen due to the alleged casing issue.

Manufacturer narrative:
Follow-up # 3 date of submission 4/29/2016. Device evaluation: further investigation was performed on the pump on 04/22/2016 following the reported follow-up information: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump delivered the programmed basal rate appropriately until a replace battery alarm occurred due to normal battery use. A test battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours and a flow accuracy test was performed; the pump passed by delivering accurately within specifications. A 10 unit normal bolus and audio bolus were programmed and delivered properly. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.